Manufacturer narrative:
(B)(4). The customer has provided additional information to physio-control clarifying the reported event. The customer initially reported that the device had lost power during the reported patient event. After further discussion with the customer, they indicated that the device did not actually lose power. An untrained bystander on scene of the event had observed the device to give a "connect electrodes" prompt when the defibrillation electrodes were disconnected from this device to be plugged into the ems defibrillator/monitor. When the "connect electrodes" prompt was heard, it was thought that the device had lost power and was therefore reported as a power failure. The "connect electrodes" prompts is normal to be heard once the defibrillation electrodes are removed from the device. There was no failure of the device.

Event description:
The customer reported that their device lost power after delivering two shocks to the patient. The customer has been unable to provide any additional information regarding the reported event. The patient did not survive the reported event. No additional patient information has been provided by the customer.

Manufacturer narrative:
(B)(4). Physio-control has evaluated the device. It was observed during an evaluation of the electronic patient record that the device did lose power; however it is unknown what may have caused the loss of power. The reported loss of power could not be duplicated during testing. The electronic device logs indicate that the internal hlc batteries had a sufficient battery level during testing. Proper device operation was observed through functional and performance testing. Physio-control performed a clinical review of the reported event and determined that the reported issue may have contributed to the death of the patient. Through an analysis of the electronic patient record, it was observed that the patient's ECG rhythm was in what appeared to be a shockable ventricular fibrillation waveform at the time of the reported loss of power. Physio-control could not determine the cause of the reported loss of power.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
.